Manufacturer narrative:
(B)(4). D10:unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2. Report source. Foreign: switzerland. Report source: literature: anne lübbeke, christophe barea, matthieu zingg, nicolas lauper, didier hannouche, and guido garavaglia (2024) radiographic signs and hip pain 5 years after tha with a cemented stem predict future revision for aseptic loosening: a prospective cohort study. Acta orthopaedica (1-7) doi 10.2340/17453674.2023.26190. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that 2 patients underwent a revision surgery after a hip procedure, due to periprosthetic joint infection at an unknown time frame post-operatively. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Based on the available information, the reported event can be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.